Event description:
It was reported the lead thresholds were very elevated due to an apparent dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood/body fluid on all conductors (not obstructed), and there was blood/body fluid on the distal conductor (not obstructed).